Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076, implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported that when the remote monitoring transmission was reviewed that no atrial high rate episodes were being collected and the patient was noted to be in atrial fibrillation. The lack of data collection is known to be related to how the device was programmed. The device remains in use. No patient complications have been reported as a result of this event.